Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified volume of total parental nutrition (tnp), at an unspecified rate. The customer contact reported that the tubing twisted at the clave port and at an unspecified time, the tubing separated from the semi-right female adapter of the tubing. The tubing were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.